Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported with a description of intraocular lens (iol) implant was done over 15 years ago, and there appears to be some cloudiness on the implant. Additional information has been requested.